Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, the wake button was intermittently unresponsive to the customer's input. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.